Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier (B)(6). Weight unknown / not provided. Brand name unknown / not provided. Catalog, lot number, expiration date and unique identifier (UDI) number unknown / not provided. PMA/510(k) number not available. Device manufacturer date unknown / not provided.

Event description:
It was reported that the abutment screw loosened in the patient's mouth.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One (1) unknown biomet screw was returned for investigation. Visual evaluation of the as returned product identified signs of use. No damage identified on the screw. Based on the evaluation, device malfunction could not be verified. However, there is no existing non-conformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (unknown biomet screw) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.